Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image issue occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "image noise", bad image found during inspection before use for a therapeutic procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm , no user injury reported due to the event. Device evaluation found no image (black out) due to damage on ccd unit. This report is being submitted due to the finding of no image caused by faulty ccd unit identified during device evaluation.

Manufacturer narrative:
E1-address: establishment full name is (B)(6) hospital. The subject device was received and evaluated. Device evaluation and as stated in section b5 , damage on charge-coupled device (ccd) unit causing no image was found. In addition, it was noted the electrical contact of video connector found shaved and the image was not displayed. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (adhesive connection) has a chip. A-rubber ( insertion section) has a scratch. Ud plate has a scratch. The universal cord has discoloration. Light guide (lg-cover) glass has a scratch. Video connector case has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.